Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported potential cross-contamination of creutzfeldt-jakob disease (cjd). A bronchoscopy procedure was performed on a patient suspected of having cjd. The bronchoscope was reprocessed multiple times and used on an unknown number of patients. The bronchoscopes were quarantined at the facility and returned to olympus for further investigation. A request for additional information, including device and patient cultures, are in progress. This event involves two reports. Patient identifier (B)(6) is for bf-h190, (B)(4). Patient identifier (B)(6) is for bf-q190, (B)(4). This report is for patient identifier (B)(6) is for bf-h190, (B)(4).

Event description:
Additional information was received from the reporter. The subject endoscopes were used (B)(6) 2021 for bronchoscopies. The procedures were completed without malfunction or delay. The endoscopes were not tested for microbial contamination. The reporter stated that none of the other patients have shown any signs or symptoms of infection. None of the other patients' blood or body fluids were sent to testing.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Olympus repair center inspected the device and the following defects were found: leak at the bending section rubber, connecting tube was deformed, - grip unit was scratched, dial unit was scratched, universal cord was scratched, and angulation was insufficient. These defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When the device was used, it was unknown whether the patient had cjd, and the user facility was not informed that the patient was suspected of having cjd. Therefore, it is considered unavoidable that the device was used on the patient and then used on other patients through normal reprocessing. Meanwhile, there was no fact that other patients were infected by procedure with the device. Furthermore, it was not reported that other patients were cross contaminated via the device thereafter. The instructions for use specifies a device which may have been used on cjd patients should be used for such patients only or disposed to avoid using on other patients, because pathogenic agents of cjd cannot be destroyed or inactivated by the reprocessing methods recommended by olympus: "1.4 precautions: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country." Olympus will continue to monitor field performance for this device.